Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline vantage had complications at follow up. Per corelab image read of the 12 mounth dsa on (B)(6) 2023, the following findings were noted: pipeline fish-mouthing of the distal end (25-50% of braid diameter); more - good comparability. Raymond & roy occlusion class 2 (residual neck). No other patient injury or symptoms were reported. Additional information was received that per corelab image read of the 24m dsa on (B)(6) 2024, the following findings were noted: pipeline fish-mouthing of the distal end (25-50% of braid diameter) and raymond & roy occlusion class 2 (residual neck). No symptoms or actions taken were reported by site in association with these findings.